Manufacturer narrative:
Additional information was received that the infection was at the pocket site. Symptoms of fever, redness and swelling were noted. Antibiotics were prescribed. The physician did not suspect the infection was device related and procedure related. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient the patient underwent an explant procedure due to infection.

Manufacturer narrative:
Date of event: (B)(6) 2016. Explanted date: (B)(6) 2016 additional suspect medical device component involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to infection.